Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had a 16 fr silastic foley catheter (33618) which was inserted in operating room on (B)(6) 2022. The patient noted that they no longer had urine in their leg bag with slight urge to void. When the catheter was removed from the statlock to attend to flush, it fell out of penis. It was noted that the balloon was found to be ruptured and there was no fluid in the balloon. It was stated that the patient's condition was normal. As per customer follow up via email on 07jul2022, it was reported that the foley catheter had burst, but it was torn and remained in one piece. There was no injury to the patient.

Manufacturer narrative:
The reported event is confirmed, cause unknown. No physical sample was returned, however, a photo sample was submitted. Evaluation of the photo noted a burst in the balloon of the silactic foley catheter. No pieces appeared to be missing from the balloon. Although there is insufficient information available to determine the specific root cause, based on the risk document a potential root cause for this event could be, "high modulus latex". The device was used for treatment purposes. As the device was not returned for evaluation it is unknown if it had met all relevant specifications or resulted in the reported event. A DHR review cannot be performed as the batch number is unknown. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage the catheter.". "Visually inspect the product for any imperfections or surface deterioration prior to use.". "Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box.". "Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient.". "Recommended inflation capacities: 3cc balloon: use 5ml sterile water, 5cc balloon: use 10ml sterile water, 15cc balloon: use 20ml sterile water, 20cc balloon: use 25ml sterile water, 30cc balloon: use 35ml sterile water, 40cc balloon: use 45ml sterile water, 75cc balloon: use 80ml sterile water, do not exceed recommended capacities.". H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that the patient had a 16 fr silastic foley catheter (33618) which was inserted in operating room on (B)(6) 2022. The patient noted that they no longer had urine in their leg bag with slight urge to void. When the catheter was removed from the statlock to attend to flush, it fell out of penis. It was noted that the balloon was found to be ruptured and there was no fluid in the balloon. It was stated that the patient's condition was normal. As per customer follow up via email on 07jul2022, it was reported that the foley catheter had burst, but it was torn and remained in one piece. There was no injury to the patient.